Event description:
Bottle to bottle variations in the acs:180 psa assay (lot 60) life reagent have been observed on in-house testing may contribute to erroneous results that are either too high or too low. To date, no complaints of such occurrence have been reported from the fluid on this lot of reagents (lot 60).